Event description:
It was reported that a malfunction alarm (alarm 5) occurred and the pump touchscreen was unresponsive. Customer's blood glucose was 356 mg/dl. Customer reverted to using manual injections for insulin therapy.